Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 117mg/dl (8:44 pm), 176mg/dl (8:55 pm). Tests were done within 10 minutes with a difference of 36%. Patient did not expeirence any adverse events. No further information has been reported.